Event description:
The pt was successfully treated with the wingspan stent system in 05. The pt came back for 3 month follow-up and the physician noticed that the subject device was occluded. The pt was reported to be in fine condition, not showing many symptoms.